Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0317002. D4: medical device expiration date: 2022-04-30. H4: device manufacture date: 2020-11-12. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batches 0317002 and 0345926 were satisfactory per internal procedures. Formulation, filling, autoclaving and labeling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. Batch 0317002. The complaint history was reviewed for this batch, and there is one other complaints on this batch for contamination, more than five complaints for labeling, and two other complaints for fill volume. Retentions for batch 0317002 (100 tubes) were available for inspection. There was no evidence improper labeling, or low fill volume, and no biological evidence of contamination was observed in 100/100 retentions tubes. There are 100/100 properly affixed labels. The fill volume was measured using a measuring tool and 100/100 retention tubes had the expected amount of liquid media in each tubes. For contamination testing, 10 tubes were incubated. Five tubes went into 20 to 25 degree celsius and five tubes went into 33-37 degree celsius. At the end of a seven-day incubation period, no growth was observed, at either incubation temperatures. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0317002 shows there was no shortage or excess of labels after manufacturing. The complaint history was reviewed and no other complaints have been taken on this batch. Retentions for batch 0345926 (100 tubes) were available for inspection. After inspection of retention samples there was no evidence of damaged caps in 100/100 retention samples. Four photos were received to assist with the investigation: the first photo shows two tubes the label appears to be flagging. No batch number or material identification is shown in the photo. The second photo shows two tubes the fill volume appears to be slightly lower than expected. No material information can be identified in the photo. The third photo shows a tube from batch 0345926 where the cap appears to be damaged. The fourth photo shows what appears to be fungal like growth in a tube. No batch or product information can be observed in the photo. No returns were received to assist with the investigation. A photo alone cannot confirm a complaint. Without batch verification, the complaint cannot be confirmed by the photos provided for labeling, fill volume, or contamination. The photos can confirm a cap defect for batch 0345926. Bd will continue to trend complaints for labeling, fill volume, contamination, and cap defects. H3 other text : see h10.

Event description:
It was reported that while using 500 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and missing label information were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer has observed tubes without bar code labels or bar code labels not in place, less volume, fungal growth and damaged tubes."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 500 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination and missing label information were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " customer has observed tubes without bar code labels or bar code labels not in place, less volume, fungal growth and damaged tubes. "